Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump lost power. The customer stated she changed the battery three times, and the insulin pump still did not have power. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer put the battery cap on the insulin pump, and the power returned. The customer was sent a replacement battery cap and advised to monitor the insulin pump. The product is not being returned. Nothing further was reported.